Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure (exact date unknown) the patient was unable to establish communication using the ipg. It was stated the ipg was not placed in surgery mode during the procedure. Troubleshooting attempts by a company representative were unsuccessful. The clinician's programmer displayed a "generator is not paired " error message in addition, the patient's programmer displayed a "cannot connect to generator the generator is not responding" error message. No additional information is known at this time.